Event description:
During an atrial flutter ablation procedure using a tacticath quartz ablation catheter, coronary ischemia occurred. The cavotricuspid isthmus was ablated with a tacticath quartz ablation catheter without satisfaction of results and exchanged for a non-sjm ablation catheter. Approximately 15 minutes after completion of the case, st elevation in the inferior ECG leads was noted. A coronary catheterization was performed and right coronary artery lesions were noted, requiring an angioplasty and a stent. The patient remained stable. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4).